Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was "high", although a specific value was note provided. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.